Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with spondylolisthesis l4-l5, degenerative disease, lumbar instability, lumbar spinal stenosis, disc herniation at l3-l4, l4-l5 and underwent the following procedures: excision wide lumbar decompression at l3-l4, l4-l5, bilateral spinal fusion l3-l4, stabilization with k2 denali segmental spinal instrumentation l3-l4, l4-l5, posterior lumbar interbody arthrodesis with globus peek prosthesis at l4-l5, right iliac bone graft, reconstruction of right iliac crest, a macropore lattice. Autologous bone graft, spinal stimulator and bone morphogenic protein (bmp) were used in the procedure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.